Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that an error message was displayed on the programmer. The episode could not be retrieved due to the telemetry interruption as the egm was corrupted. Telemetry interruption thought to be due to patients implanted left ventricular assist device. The patient was fine and normal follow-up will continue.